Manufacturer narrative:
(B)(4). The product was investigated in the laboratory of the manufacturer. A tightness test was performed and a leakage at the dialysis port and valve was confirmed. The most probable cause of the failure is unknown. Mcp will decide about further action steps in regards of the re-occurrence of the failure after closure of CAPA (B)(4). Trend search: a sap trend search was performed for p/n 70104.8762 failure code 0104 leakage dialysis lock and valve and 7 similar complaints were detected. Since the detected failure did not contribute to a death or serious injury no corrective action is needed at this time. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4). The unused original packed product out of the same lot was returned. Upon request of the customer the product was tested for a leakage at the dialysis port, the leakage was confirmed during testing. Thereupon this complaint was opened in order to evaluate this observation. (B)(4).